Manufacturer narrative:
A new lead was successfully implanted. The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. This report will be reopened if additional information becomes available.

Event description:
Boston scientific received information that this right ventricular lead was abandoned surgically and replaced due to high impedance measurements. No adverse patient effects were reported.